Event description:
A report was received via social media that the patients battery was non functional and was causing pain. The patient will undergo an explant procedure. No further information could be obtained.